Manufacturer narrative:
At this time the rv lead remains in service and will continue to be monitored. No adverse patient effects reported. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a red alert was detected for high shock impedances on this right ventricular (rv) lead. About a month ago the impedances were at 1,200 ohms and now the daily measurements (dm) show impedances at 2,400 ohms to 2,700 ohms. Upon interrogation of the device there were some supraventricular tachycardia (svt) episodes. There was no noise noted during the interrogation. This rv lead has always had higher thresholds. No adverse patient effects reported. The measurements are now all stable.